Event description:
It was reported that on (B)(6) 2018, during hip surgery, the expired titanium multiloc humeral nail cannulated was coated with antibiotic cement and implanted as an antibiotic spacer after a larger zimmer natural nail coated in cement broke in the patient's femur. The surgeons were notified during the procedure and chose to proceed. It is unknown if there was a surgical outcome. Patient and procedure outcome is unknown. Reported concomitant device: unk - antibiotic bone cement (part#: unknown, lot#: unknown, quantity: unknown) this complaint involves (1) one device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).